Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that since a reprogramming session on (B)(6) 2016, a consumer had been experiencing random shocking and it did not correlate to the consumer's position or activity. Although it was no clear the reason for the march appointment, it was believed it was to try to capture new pain in the consumer's toe. A health care professional (hcp) believed the consumer's rsd may have spread. The shocking used to occur every now and then, now it occurred 10-15 times per day when sitting, standing, and walking. The consumer felt the shocking in her lower back and up the right side to her shoulder, but did not feel increased stimulation in leg. The representative noted they were not able to get satisfactory coverage for the toe pain and the consumer believed the original programming that provided coverage of all other areas besides the toe was lost. Information received from a representative on 25-may-2016 reported meeting with the consumer, impedances were checked, and found to be between 500-1000 ohms. The consumer felt the shocking/jolting sensation while in office, impedances were run again, and all were normal. The sensation was noted as a "zing" that began after the last reprogramming session. The representative tried palpating the area and could not illicit the same response. The consumer fell in august and broke her toe, but the shocking/jolting did not correlate in timing with the fall; it happened after reprogramming. Troubleshooting recommended leaving the battery off; however, the consumer did not think she could do that since she would be in pain if she turned it off. The consumer was still getting good therapy/coverage from the device. Further information reported the consumer was being sent for imagining to rule out migration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.